Event description:
Related manufacturer report number: 1627487-2023-04854, 1627487-2023-04855, 1627487-2023-04856. It was reported that the patient's ipg was flipped in the pocket and the leads were migrated. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.